Event description:
The customer stated an aps i2000sr analyzer generated error code 8275, "las sent sid 74874 when sid k40742 present at sample point". Then the las sent sid k40742 when k40742 was present. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Investigations have shown a deficiency of the architect system exists in that messages are not processed within the expected time period. The software should be changed to recalculate the time period measured. The 8275 error message occurs when a sample is unexpectedly detected at the sampling position, but the tests are allowed to process to completion. Inpeco will address the issue by developing new firmware that will delete extra pending messages and avoid the 8275 error. The complaint issue involves the interaction between the accelerator aps and the architect systems. Tracking and trending identified no adverse trends in conjunction with this complaint issue. Labeling was reviewed and found to be adequate.